Event description:
Journal article received: mechanical failure after locking plate fixation of unstable intertrochanteric femur fractures, philipp n. Streubel, md, michael j. Moustoukas, md, and william t. Obremskey, md, mph, orthop trauma _ volume 27, number 1, january 2013 which reported on a study that analyzed different types of mechanical failure involving 29 patients (mean age 56 years, range 21¿92; 45% males, 41% smokers, 17% diabetic, mean body mass index 26.9, range 20¿56) with 30 simple pertrochanteric fractures with the fracture line running through the greater trochanter treated between 2003 and 2007. It was noted at 20 months of follow-up, 11 failures occurred. The eleventh patient with failure was reported as a 29 year old male with a bmi of 25.4. On an unknown date, he was implanted with a synthes 4.5 mm locking compression proximal femur plate with 2 proximal screws and 1 locking screws. The failure mode was reported as a screw fracture 84 weeks post-op resulting in a revision of the blade with an outcome of healed. No further information is available. A copy of the literature article is being submitted with this medwatch. This is report 2 of 3 for complaint 54723. This report is for one unknown locking screw.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: (B)(6) 2013. Add'l info: quantity: 1 unknown locking screw. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.